Event description:
This catheter was being utilized for a diagnostic cardiology procedure when, during an attempt to pull the catheter back through the sheath, the tip of the catheter separated. There was no reported injury to the pt. Note: the pigtail catheter from this multi-pak was in use at the time of this event.